Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned modular cable confirmed damage to the one of the pins of the inline connector; however, a specific cause for this finding could not be conclusively determined. The heartmate 3 modular cable, lot #10430583, was returned in like-new condition. No signs of damage (cuts, holes, tears, etc.) Or discoloration were observed in the outer jacket, as well as in the inline and controller connector bend reliefs. Visual inspection of the inline connector revealed that one of the pins was bent. The modular cable was connected to a test fixture for functional testing and no difficulty was encountered while making the inline connection. The modular cable passed testing without issue and was determined to function as intended. The relevant sections of the device history records for modular cable, lot # 10430583, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU outlines the steps for connecting the pump and modular cables. The IFU also contains further information on use, exchanging, and caring for the modular cable. Additionally, the IFU warns that during the implant process, a complete backup system must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU informs the user ¿if the driveline or modular inline connector appears damaged, please contact thoratec corporation for assistance¿. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a modular cable was noted to have a damaged pin taken out of the package. Another modular cable was used.